Event description:
During product eval by baxter, the infusion pump was found to contain a defective pump-head module keypad. This event occurred during service. There was no pt injury or medical intervention associated with this event. No additional info is available.

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available. This report represents all info known by the reporter at this time.